Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix with partial extension clogged with blood. X-ray examination of the entire lead found no anomalies. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had exhibited high impedance measurement. The physician elected to remove and replace the ra lead on (B)(6) 2024. The patient was in stable condition throughout.